Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. Although the reported complaint description cannot be confirmed, as no sample was returned for eval, the most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).

Event description:
As reported, indwelling PICC device had to be removed due to a crack in the valved hub luer. No pt injury or complications were reported. The used device will not be returned.